Manufacturer narrative:
E1. (B)(6). E1. (B)(6).

Event description:
It was reported that the burr was stuck with the rotawire. A 2.00mm rotapro and rotawire drive were selected for use. During removal, the burr got stuck with the rotawire. The burr and wire were removed as one unit from the patient's body. The procedure was completed. There was no patient complications reported post procedure.

Event description:
It was reported that the burr was stuck with the rotawire. A 2.00mm rotapro and rotawire drive were selected for use. During removal, the burr got stuck with the rotawire. The burr and wire were removed as one unit from the patient's body. The procedure was completed. There was no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. During wire insertion test, analysis was performed using the returned rotawire. The returned wire was removed with resistance present due to kinks present on the wire. The burr catheter was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kink damage present to the wire. No other issues were identified during the product analysis. E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6).